Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the integrated electrosurgical unit (iesu) was not working. The caller advised bipolar and monopolar energy were not working and there was a check energy cord connections message displayed. System logs show m-36 erbe errors. The customer confirmed the erbe arm pod indicators showed question marks. Customer tried multiple energy cords, all available ports on the erbe, and rebooting the erbe with no change. Customer elected to bring in another vision side cart (vsc) to complete the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and a review of the logs found errors confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and found the unit did not energize on the bipolar port or recognize instruments. The probable root cause is attributed to installation issues preventing energy activation indicated by error m-36. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator. The issue was resolved by replacing the defective unit.